Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09804. As part of the investigation, olympus followed up with the user facility to obtain additional information. The gi & oral surgery administrator at the user facility further the event occurred at the beginning of a diagnostic procedure. There were no other devices replaced during this event. The procedure was completed using the same device. There was no delay in the procedure. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Five years and more have passed since the subject device was manufactured . The OEM determined that accidental failure the components of the patient board set potentially caused failure to display the endoscopic images. The patient board set is designed to control the endoscope and read/pre-process the images, and therefore there is a possibility that the malfunction in the parts on that board caused the reported no image condition. As stated on the IFU and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video system was returned to the service center. The evaluation found there was no image due to a defective patient board set. Additionally, the software required upgrade to latest version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during a demonstration using the evis exera iii video system with 180 series scopes, the pictures did not come up. No patient involvement was reported.